Manufacturer narrative:
As reported, patient developed abscess/mrsa infection post implant of phasix st mesh. Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. Per the patient¿s surgeon they feel the patient's condition is not related to the phasix st mesh, but more related to the patient¿s previous conditions. The warning section of the instructions-for-use, supplied with the device states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in september 2022. Note, the date of event (23-nov-2023) is documented as a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
As reported, patient with previous surgical history of component separation and incisional hernia repair was implanted with phasix st mesh during an ileostomy procedure on (B)(6) 2023. The surgeon left post op drains in place for 2 weeks. The patient developed an abscess shortly after drain removal and is now being treated with IV antibiotics for 2 weeks. The patient had suppressive antibiotics for several months as the abscess culture returned positive with mrsa bacteria. It was reported that the surgeon left the phasix st mesh in place and does not feel the patient¿s condition is related to the phasix st mesh, they feel it is more related to the patient¿s previous conditions.